Event description:
Caller alleged discrepant inratio inr results in comparison to the physician's point of care (poc) inr results. Results are as follows: date (B)(6) 2013, inratio inr 2.5 and 6.1, laboratory inr 2.4. The time between testing was immediate. Reportedly, the finger was "milked" after the finger stick, the first drop of blood was not used and multiple drops of blood was applied. Therapeutic range is 2.0-3.0 for the pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.